Event description:
It was reported the patients blood glucose level rose to 268 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was placed.

Manufacturer narrative:
The fluid path was tested for leaks. No leaks were found. The distal tip of the soft cannula was found to be flattened. It is unknown how or when this damage occurred. This did not affect the ability of fluid to pass through the complete fluid path. No timeouts or drive stalls were seen in the download data.lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.